Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: a review of the cgm history showed cs 206 cgm transmitter out of range warnings on (B)(6) 2016. During investigation, the test transmitter was paired successfully with the returned pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No cs206 alarms or warnings occurred during testing. The transmitter performed within specifications. The complaint of the transmitter out of range cs 206 warning issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported the transmitter out of range was displayed for more than three hours while the cgm was in range. It was noted that the issue occurred with 2 or more consecutive transmitters. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.